Event description:
It was reported that (2) devices were used during a laparoscopy. It was reported by the affiliate that both of the 355sd gaskets broke. Another instrument was used to complete the case. There was no consequence to the pt.